Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine prompted with a flow recirc error 1 in heat disinfect. During troubleshooting the v24, v25, v26,v43, flow motor and pump head, deaeration motor and pump head, pt 9, card cage and the actuator board were replaced. During examination a burn mark was noted on the distribution board where the black ground plugs in near v43. The bmt replaced the distribution board next and this resolved the issue. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated there were approximately 22,000 hours on the machine at the time of the event. After the repair was completed, the bmt stated the machine was returned to service. The replaced parts were no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine prompted with a flow recirc error 1 in heat disinfect. During troubleshooting the v24, v25, v26,v43, flow motor and pump head, deaeration motor and pump head, pt 9, card cage and the actuator board were replaced. During examination a burn mark was noted on the distribution board where the black ground plugs in near v43. The bmt replaced the distribution board next and this resolved the issue. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The bmt stated there were approximately 22,000 hours on the machine at the time of the event. After the repair was completed, the bmt stated the machine was returned to service. The replaced parts were no longer available to be returned for evaluation. There was no patient involvement associated with the reported event.